Event description:
Post-op infection. Following breast reconstruction in 2006, the pt exhibited symptoms of infection at the operative site one month later. The wound was drained, and the pt was given IV zosyn for three days, then stent home with p.o. Augmentin. Cultures were taken of the drainage. The pt has since recovered fully, and will have a delayed reconstruction performed. The doctor has stated that the source of the pt's infection was the tissue expander, not the dermamatrix.